Event description:
The customer has confirmed the device was in standby at the time the issue was discovered. There is no patient involvement. The device is failing its self tests. It has been reported the device does not analyze anymore. Patient involvement and patient outcome is not known.

Event description:
It has been reported the device does not analyze anymore. Patient involvement and patient outcome is not known.